Event description:
It was reported that during the follow-up performed on (B)(6) 2017, several vf episodes resulting from oversensing were observed. Reportedly, the patient is enrolled in remote monitoring so that the physician can follow-up the battery status. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences and/or myopotentials.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during the follow-up performed on (B)(6) 2017, several vf episodes resulting from oversensing were observed. Reportedly, the patient is enrolled in remote monitoring so that the physician can follow-up the battery status. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50 hz electromagnetic interferences and/or myopotentials.